Event description:
A 3.0mm diameter x 18mm length medtronic ave gfx2 stent was inserted into the right coronary artery. It was not possible to cross the restenosed stent at the target lesion; therefore, an attempt was made to pull the stent and delivery system back into the guide catheter. Upon attempted removal from the target lesion, the stent got caught on the restenosed stent and dislodged from the stent delivery system balloon. The dislodged stent was then snared from the coronary artery, but remained caught on the restenosed stent and began to stretch until it separated into two pieces. Half of the stent was successfully retrieved with the snare and the other half migrated to the renal artery. The target lesion was then successfully treated with another medtronic ave stent. The patient tolerated the procedure well, and there was no additional clinical sequelae reported relative to the event.